Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she received a no delivery alarm. The customer reported that she found a leak in the reservoir compartment. The customer's blood glucose was 294 mg/dl at the time of the incident. The customer performed self-test and the insulin pump passed. The customer declined to troubleshoot for the no delivery alarm and high blood glucose. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.